Event description:
A male underwent initial aaa repair in 2009. The physician placed a flex main body and two flex leg grafts. Then, ten days later, the patient presented with leg pain. The physician took him to surgery and found the right iliac limb was occluded. When the physician ballooned the iliac, he may have been outside of the graft, because the iliac ruptured. To repair the iliac rupture, he placed an additional iliac leg graft to extend the seal to the external iliac. The patient left the or with flow restored to both legs. However, the following month, the patient continued to shower plaque, so the grafts occluded again (1820334-2009-00165). The physician first went in with a fogarty and got the thrombus out. One piece of calcium was still at the bifurcation, so the physician used two iliac leg grafts to raise the flow divider. Patient is fine.

Manufacturer narrative:
Unk as lot is unk. Event evaluation: still under investigation.